Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) and the sensor was observed to have terminated off of the user's body. The sensor was unable to be reprogrammed. The sensor was de-cased and battery was replaced. The sensor was successfully reprogrammed. The data was unable to be extracted. An extended investigation was also performed on the returned sensor. A second visual inspection revealed contamination. Data was extracted and observed the sensor to not scan. Thus adc is unable to further test the returned product. Therefore, the issue is closed to no product returned section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.